Event description:
It was reported that five days post implant of the implantable pulse generator (ipg) system, the infection occurred. Ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.